Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03759. The pt reported he experiences an uncomfortable burning sensation at his scs ipg pocket site while using system stimulation. The pt also reported the sensation subsides when stimulation is turned off. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.